Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported a request was received to review a remote monitor transmission as the patient had received therapy from the implantable cardioverter defibrillator (ICD). Technical review noted that six device defined ventricular fibrillation (vf) episodes were recorded. Two episodes received therapy and the remaining episodes were aborted. T-wave oversensing (twos) was observed on the ventricular channel in all episodes leading to detection and therapy. Short interval counts (sic) was also noted. Therapies were reprogrammed to off and a chest xray revealed a possible lead fracture. The lead was capped as the patient is no longer currently indicated for a device. No further patient complications have been reported as a result of this event.